Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the surgeon was trying to remove the specimen from the incision when the bag tore. A new bag was used to complete the procedure. There was no patient injury.